Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. During the procedure inside the patient, the catheter would not allow a 0.035 guidewire to move without resistance inside the guidewire lumen of the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is not expected to be returned as it was disposed.